Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sentinel node biopsy, open procedure, the clips bent inside the jaw. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with one remaining clip. Visual inspection of the instrument revealed a misloaded clip was in the jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A manufacturing fault was identified during product analysis. Carrier misalignment causing clips to misload. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.